Manufacturer narrative:
Visual examination identifies that a fluid leak from the housing occurred, as reported. Visual evaluation of the device found fluid entered the unit and went past the motor seal and into the housing. A reddish brown/black residual material was inside the battery case consistent with fluid having entered the unit. This appears to be what the user reported to have been leaking from the pump during the last 10 minutes of the case. At time we could not confirm the identify of the substances, but it not unanticipated that this could be corrosive in nature as was alleged by the user. The hydrosurg housing is attached to an IV pole and is away from the sterile field and not in direct contact with the patient. The fluid in the housing cannot enter the fluid path that runs from the saline bag to the nd handle, as such there is no harm that is likely to present to the patient due to a malfunction of this nature. A review of the manufacturing records for the reported product code and lot number revealed that the lot was manufactured to specification and no anomalies. Due to the condition of the device we could not perform a functional evaluation. Fluid appears to have entered the motor housing going beyond the lip seal of the motor mount and into the battery compartment. There are multiple steps within the manufacturing process that could contribute to fluid passing beyond the lip seal assembly. Based on our evaluation and the condition of the device we have identified the most likely root cause to be manufacturing related. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that at the end of a gallbladder removal, a black fluid leaked from the bottom of the hydro-surg plus irrigator. The black fluid dripped onto the nurses gloved hand. The nurse felt a burning sensation and immediately washed her hand. The nurse was not injured and no medical treatment was necessary. The device was returned for evaluation.